Event description:
It was reported to philips that system gave an error regarding free disk space, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system gave an error regarding free disk space, which can impact imaging. Philips confirmed that no service was needed, and the service request sent for philips evaluation and repair service was no longer needed to the customer. As the service request was cancelled, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome.